Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the injection port of an intravia container, empty 500 ml capacity came out on the needle which resulted in a leak. This issue occurred when attempting to add an unknown medication into the bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.